Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was a navigation inaccuracy by 1 millimeter (mm) that was identified and confirmed with a probe. A new snapshot was taken and an attempt was made to proceed to the same trajectory, at which point a low performance error was encountered. A soft reboot was performed, which resolved the issue, and there were no further issues noted. The procedure experienced a 2-5 minute delay. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, the navigation inaccuracy was not confirmed. However, the computer was replaced to resolve the "low performance errors" that were also noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.